Event description:
There was an allegation of questionable hdlc4 hdl-cholesterol plus 4th generation results for 1 patient sample on a cobas 8000 c702 module. The initial hdlc4 result was 109.9 mg/dl. The repeat result was 44.0 mg/dl.

Manufacturer narrative:
The reagent lot number is 747047. The expiration date was not provided. The field service engineer (fse) found a damaged cell rinse tube and replaced it. The fse also checked the pressure of the main and gear pumps, checked the liquid volumes int he cuvettes, and checked the cleaning bucket vacuum, changed a sample probe, adjusted the reagent probes, changed the incubation bath, washed the reaction cells and photometer, and checked the probe wash. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.